Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the complaint product sample was received open with its original package. The complaint product sample was disinfected. The complaint product sample was being disinfected and prepared for analysis it was found a leak on the cassette. The complaint product sample was visually inspected, during the visual inspection with the microscope it was found a tear in the cassette film. After further inspection, no damage in the cassette hard plastic was found. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up, stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump, finishing problem due to a sharp point created or cassette damaged mechanically, and shipping or transportation damages the product. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation; the returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm and pump a vs. B volume error alarm during fill 4 of 4 of treatment and the treatment was cancelled. The cycler was rebooted, air detected in cassette alarm did not reoccur however pump a vs. B volume error alarm did reoccur. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to leave the door of the cycler open and allow the cycler to dry out before the next treatment. It was reported that an alternate treatment option was available and the patient will drain manually. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm and pump a vs. B volume error alarm during fill 4 of 4 of treatment and the treatment was cancelled. The cycler was rebooted, air detected in cassette alarm did not reoccur however pump a vs. B volume error alarm did reoccur. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to leave the door of the cycler open and allow the cycler to dry out before the next treatment. It was reported that an alternate treatment option was available and the patient will drain manually. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information provided in h3. Plant investigation: although a sample return kit was sent, to date no sample has been returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm and pump a vs. B volume error alarm during fill 4 of 4 of treatment and the treatment was cancelled. The cycler was rebooted, air detected in cassette alarm did not reoccur however pump a vs. B volume error alarm did reoccur. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to leave the door of the cycler open and allow the cycler to dry out before the next treatment. It was reported that an alternate treatment option was available and the patient will drain manually. Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.